Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was 547 mg/dl with no trace of ketones. Elevated blood glucose was address with manual injection.